Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed; unable to determine probable cause without further information since the behavior cannot be replicated. Navigation system check-out passed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged that navigation was inaccurate by 6-7 millimeters caudal. Patient was re-registered and the surgeon proceeded with the procedure, to completion, with the use of the navigation system. There was no impact on patient outcome.